Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 3 unopened pouches. Analysis and results: there is no previous complaint of this code batch. There are no units in stock. Received three closed samples. (B)(4) units were manufactured and distributed. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the samples received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: distributed of this reference/batch:, based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread and needle separated or thread fell out from the needle at the first infusion site to and from the tissue. Problem with thread and needle / needle detachment.